Event description:
It was reported that the prosthetic screw at tooth site #11 fractured. Prosthetic screw broke off within the implant. Patient was scheduled in office for removal of broken prosthetic screw 3 times. Removal of the prosthetic screw was unsuccessful, and implant had to be removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided b3: date of event unknown / not provided d1: brand name unknown / not provided d4: catalog # unknown / not provided d4: lot/serial # unknown / not provided d4: device expiration date unknown / not provided d4: device UDI number unknown / not provided e1: last name unknown / not provided g4: additional PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimvie received one (1) unknown biomet 3i screw for evaluation. Visual evaluation was performed. The implant had signs of use with bone debris on its internal and external threads. There was a fractured screw stuck inside the implant. DHR and complaint history review could not be performed since the lot and item number were not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz rev22, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction did occur. Evidence of a fractured screw fragment was identified stuck inside the implant. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.